Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain") and genital haemorrhage ("excessive and abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 629135) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6)), ovarian cyst (resolved) and kidney disorder on (B)(6) 2012. Previously administered products included for an unreported indication: nuvaring and depo. Past adverse reactions to the above products included drug ineffective with nuvaring; and weight increased with depo. Concurrent conditions included hot flashes since (B)(6) 2015, tiredness since (B)(6) 2015, left lower quadrant pain since (B)(6) 2015, fibroids since (B)(6) 2015, anaesthesia and menses irregular. Concomitant products included ibuprofen from 2009 to 2016, naproxen sodium (aleve) from 2009 to 2016, para-seltzer (excedrin aspirin free) from 2009 to 2016 and propranolol (inderal) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and peripheral swelling ("swelling of left leg"). In (B)(6) 2009, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches"), peritoneal adhesions ("lysis of omental adhesions") and pain in extremity ("left side lower left leg pain"). The patient was treated with surgery (surgical removal of coil(s) - laparotomy, removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and peripheral swelling had resolved and the abdominal pain, headache, peritoneal adhesions and pain in extremity outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, peripheral swelling, peritoneal adhesions and vaginal haemorrhage to be related to essure. The reporter commented: swelling migraine pain and cramping resolved immediately ; abnormal bleeding resolved about a month after removal. Patient was not advised of any complications during essure removal. She discussed with hcp complications she was experiencing and removal via partial hysterectomy.-approximate weight at the time of essure placement: (B)(6). On (B)(6) 2013 patient here to discuss essure removal. New fiance previously did not want kids now does. Pt reports since essure use, she has experienced headaches, heavy menses, and leg edema. The patient does not want a hysterectomy she would like to have essure removed and have an option for fertility in the future. Discussed ivf. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory placement and full occlusion of both on (B)(6) 2015, us pelvic showed uterus with small 1-2 cm fibroids. Ovaries wnl. On (B)(6) 2016, CT head showed there is no acute intracerebral hemorrhage no mass or areas of mass effect. Ventricles wnl. On (B)(6) 2016, ultrasound showed normal, appearing retroverted uterus. Left ov normal with small follciles. Right ovarian has 2 cysts simple measures 15x 13x 14mm, complex with what appears to be fluid / fluid levels measures 18x 15x 15mm. On (B)(6) 2016, MRI brain was no mass lesion, infarct of intracranial hemorrhage. No signal alteration. No abnormal focus enhancement. No hydrocephalus. Basilar cisterns clear. Mild calcific thickening in paranasal sinuses. On (B)(6) 2016, ultrasound showed retroverted uterus . Thin stripe. Right ovarian cyst resolved. Left ovarian hyperechoic nodule seen measuring 11x12x12mm. Essure tips seen. On (B)(6) 2016, venous duplex imaging bilateral lower extremity showed normal study bilateral lower extremity, with no evidence of acute deep or superficial vein thrombosis. There is left common femoral vein significant reflux detected. On (B)(6) 2016, surgical pathology pathologic diagnosis: essure coils: foreign body grossly consistent with essure coils (gross examination). Two shiny, gray metallic coiled foreign bodies with scant attached fragments of purple-tan tissue which range in length from 3.2 to 4.5 cm and range in diameter from less than 0 1 to 0.3 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records:menorrhagia(confirming menorrhagia) most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events were added per pfs: abnormal bleeding (vaginal , menorrhagia), migraines, dysmenorrhea (cramping), swelling of left leg, lysis of omental adhesions, left side lower left leg pain, abdominal pain, headaches, pain. Essure lot number, date of removal, concomitant drugs, historical condition, historical medications were added. Lab tests were added. "Essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under a former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only." Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain") and genital haemorrhage ("excessive and abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 629135) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1997, (B)(6) 1998; nov2001; (B)(6) 2009), ovarian cyst (resolved) and kidney disorder on 10-sep-2012. Previously administered products included for an unreported indication: nuvaring and depo. Past adverse reactions to the above products included drug ineffective with nuvaring; and weight increased with depo. Concurrent conditions included hot flashes since 6-nov-2015, tiredness since (B)(6) 2015, left lower quadrant pain since (B)(6) 2015, fibroids since (B)(6) 2015, anaesthesia and menses irregular. Concomitant products included ibuprofen from 2009 to 2016, naproxen sodium (aleve) from 2009 to 2016, para-seltzer (excedrin aspirin free) from 2009 to 2016 and propranolol (inderal) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and peripheral swelling ("swelling of left leg"). In may 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In november 2016, the patient experienced peritoneal adhesions ("lysis of omental adhesions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and pain in extremity ("left side lower left leg pain"). The patient was treated with surgery (surgical removal of coil(s) - laparotomy, removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and peripheral swelling had resolved and the abdominal pain, headache, peritoneal adhesions and pain in extremity outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, peripheral swelling, peritoneal adhesions and vaginal haemorrhage to be related to essure. The reporter commented: swelling migraine pain and cramping resolved immediately ; abnormal bleeding resolved about a month after removal.patient was not advised of any complications during essure removal. She discussed with hcp complications she was experiencing and removal via partial hysterectomy.-approximate weight at the time of essure placement: 147-150 lbs.(B)(6) 2013 patient here to discuss essure removal. New fiance previously did not want kids now does.pt reports since essure use, she has experienced headaches, heavy menses, and leg edema.the patient does not want a hysterectomy she would like to have essure removed and have an option for fertility in the future.discussed ivf. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory placement and full occlusion of both on (B)(6) 2015, us pelvic showed uterus with small 1-2 cm fibroids. Ovaries wnl. On (B)(6) 2016, CT head showed there is no acute intracerebral hemorrhage no mass or areas of mass effect. Ventricles wnl. On (B)(6) 2016, ultrasound showed normal, appearing retroverted uterus. Left ov normal with small follciles. Right ovarian has 2 cysts simple measures 15x 13x 14mm, complex with what appears to be fluid / fluid levels measures 18x 15x 15mm. On (B)(6) 2016, MRI brain was no mass lesion, infarct of intracranial hemorrhage. No signal alteration. No abnormal focus enhancement. No hydrocephalus. Basilar cisterns clear. Mild calcific thickening in paranasal sinuses. On (B)(6) 2016, ultrasound showed retroverted uterus . Thin stripe. Right ovarian cyst resolved. Left ovarian hyperechoic nodule seen measuring 11x12x12mm. Essure tips seen. On (B)(6) 2016, venous duplex imaging bilateral lower extremity showed normal study bilateral lower extremity, with no evidence of acute deep or superficial vein thrombosis. There is left common femoral vein significant reflux detected. On (B)(6) 2016, surgical pathology pathologic diagnosis: essure coils: foreign body grossly consistent with essure coils (gross examination). Two shiny, gray metallic coiled foreign bodies with scant attached fragments of purple-tan tissue which range in length from 3.2 to 4.5 cm and range in diameter from less than 0 1 to 0.3 cm. Concerning injuries reported in this case the following one/ones were described in patient medical records:menorrhagia(confirming menorrhagia) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.